Event description:
The male patient received a precise stent in the right internal carotid artery. The email received for the study indicated that post procedure, the patient experienced a neurological event of dysarthia /reflex change diagnosed as a stroke. The angioguard had already been removed when the event occurred. The patient was heparinized.

Manufacturer narrative:
The product remains implanted in the patient, and is not available for analysis. Additional information will be submitted within thirty days upon receipt.